Manufacturer narrative:
B3: month and year of event have been provided, day is unknown. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pilot balloon was out of the inflation line. The event occurred in jan-2025 in the facility. This occurred during patient use, but there was no patient harm.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during visual inspection, which verified the device pilot balloon was separated from the inflation line. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Complaint information will continue to be monitored, and actions will be assigned accordingly.